Manufacturer narrative:
(B)(4).

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the display on the pump was flickering. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: during the bypass procedure on (B)(6) 2018, the roller pumps local display was flickering in and out. The pump was being used as a sucker pump on the heart lung machine (hlm). The perfusionist did not change the pump out, he was able to use the local control knob and the central control monitor (ccm) to correctly adjust the flow. He was able to intermittently see the flow on the local display, but the flow value was available throughout the case on the ccm. The incident did not delay the continuation of the surgical procedure. There was no blood loss or harm associated with the event.

Manufacturer narrative:
The reported complaint was confirmed. Per the user facility's biomedical technician (bmet), who was trained by the manufacturer, reseated the cabling inside the covers, which resolved the reported issue. He received a new part for the unit but he did not install it since the display is working fine. No parts will be returned to the manufacturer for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.